Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, following upgrade from smartview programmer version 2.48j to 2.54j, the reset button in the statistics section could not be pressed on the overview screen (the word "reset" was grayed out). In addition, ¿arrhythmia and therapy history¿ showed episodes dated earlier than the implantation date. Preliminary analysis results showed that the ICD behaved as specified.

Event description:
Reportedly, following upgrade from smartview programmer version 2.48j to 2.54j, the reset button in the statistics section could not be pressed on the overview screen (the word "reset" was grayed out). In addition, ¿arrhythmia and therapy history¿ showed episodes dated earlier than the implantation date. Preliminary analysis results showed that the ICD behaved as specified.